Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "subject: (B)(6) infinity¿ with adaptis¿ total ankle replacement follow-up (itar2). (B)(6) 2022: wound drainage. Delayed wound healing. Noted a very small area of drainage on the incision anterior to ankle (B)(6) 2022. Topical antibiotic was prescribed. On (B)(6) 2022 small eschar 1cm from wound was noted. Drainage was noted in (B)(6) 2022 patient received 3 week course of keflex and the granuloma was inspected. (B)(6) 2022 no further issues. Drainage resolved.".